Event description:
It was reported that device damage occurred. The patient was noted to be overweight, and it was suspected the femoral vein was tortuous. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was inserted. During the procedure the was became kinked at the proximal end, during the access of the femoral vein. The procedure was completed with the damaged was, with the patient's condition being stable. In the physician's opinion, the was felt soft and unsupported.

Manufacturer narrative:
Device evaluated by MFR.: the returned watchman access system (was) was received for analysis and the reported event of device kink was confirmed. Device analysis was performed and consisted of visual inspection which revealed a kink in the sheath 42cm proximal of the tip. Microscopic examination revealed no other damage or defect. The observed damage was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the device during insertion, advancing, and manipulation. H6: component code changed from part/component/sub-assembly term not applicable to cover h6 evaluation method code changed from device not returned to testing of actual/suspected device, and analysis of production records code added h6: evaluation result code changed from no device problem found to deformation problem h6: evaluation conclusion code changed from cmc-no problem detected to adverse event related to procedure.

Event description:
It was reported that device damage occurred. The patient was noted to be overweight, and it was suspected the femoral vein was tortuous. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was inserted. During the procedure the was became kinked at the proximal end, during the access of the femoral vein. The procedure was completed with the damaged was, with the patient's condition being stable. In the physician's opinion, the was felt soft and unsupported.